Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that burr attachment, part number 05.001.046 was ordered, and part number 05.001.047 was received, with the wrong label. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The entire lot of the affected lot number was checked and have shown, that the attachments are wrongly marked. It was marked with an l instead of m. There was mix up of two articles resp. Lots. In the meantime, all affected art./ lot numbers have been blocked under (B)(4) and a corrective and preventive action was also taken.